Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months and one day post a port placement procedure in the right chest wall via right subclavian vein, it was found that could not push or draw back blood. It was further reported that computer-tomography allegedly showed broken tube with one section dislodged to the right ventricle. Reportedly, the broken tube was treated and removed through the interventional department. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows a person was holding the package which contains a completely fractured catheter was noted. Therefore, the investigation is confirmed for the reported catheter fracture, material separation, suction issue, and flushing difficulty issues. However, the investigation is inconclusive for the reported device migration issue as no evidence was found in the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (method). H11: h6 (result, conclusion).

Event description:
It was reported that six months and one day post a port placement procedure in the right chest wall via right subclavian vein, it was found that could not push or draw back blood. It was further reported that computer-tomography allegedly showed broken tube with one section dislodged to the right ventricle. Reportedly, the broken tube was treated and removed through the interventional department. The port was replaced. The current status of the patient was unknown.